Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿tube develops or has a hole in it material choice not appropriate". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the bard dignishield sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene, bonded to a low-pressure retention cuff and trans sphincteric zone (tsz) primarily constructed of silicone material. The permalene catheter and collection bag material is designed to minimize permeation of gas and water vapor. The low pressure retention cuff is designed to retain the device in the rectum. The tube opening at the cuff is funnel shaped to aid in diverting the stool into the drainage tube. The cuff leads to the tsz segment, which is designed to minimize dilation of the sphincter during use while providing a channel for fecal matter to pass through drainage tube and into the collection bag. Along the drainage tube are three lumens, each with a separate access port. The green inflation port (¿inf(45ml)/inflate to 45ml¿) is used to inflate/deflate the cuff. The clear irrigation port (¿irrig¿) is used to infuse water at the end of the retention cuff and to provide access for the administration of medication. The purple flush port (¿flush¿) is used to infuse water through slits for the entire length of the drainage tube to assist drainage of fecal matter. (Figure 2) a sample port on the drainage tube allows for the collection of stool samples through a slip tip syringe. A piston valve connector located on the end of the drainage tube of the catheter attaches to the collection bag hub socket. When the collection bag is disengaged from the catheter, the catheter and bag automatically close to prevent spillage. A bag cap is provided to secure the contents of the collection bag when the catheter is removed. The 50 ml syringe and lubricating jelly syringe are used in the preparation and use of the catheter. The medi aire biological odor eliminator may be used as an air freshener in the room. Do not spray on patient or device. The tube clamp is used to retain medication during administration of medication. Indications for use: the bard dignishield stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Instructions for use warning/avertissemen/advertencia there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications.a piston valve connector located on the end of the drainage tube of the catheter attaches to the collection bag hub socket. When the collection bag is disengaged from the catheter, the catheter and bag automatically close to prevent spillage. A bag cap is provided to secure the contents of the collection bag when the catheter is removed. The 50 ml syringe and lubricating jelly syringe are used in the preparation and use of the catheter. The medi-aire® biological odor eliminator may be used as an air freshener in the room. Do not spray on patient or device. The tube clamp is used to retain medication during administration of medication. Directions for use: pump sprayer once or twice. Direct spray away from patient. Contains: water, sd alcohol 40, triethylene glycol, benzethonium chloride, d&c color, tetrasodium edta. Caution: may be harmful if swallowed. Avoid eye contact. Keep out of reach of children. General guidelines: the device may be replaced as needed, to perform patient assessment. For medical or technical questions, please contact medical services and support 800-227-3357. If further information or guidelines are needed, please contact bard medical, at the address below: (B)(6). Bard, dignishield, medi-aire and permalene are trademarks and/or registered trademarks of c. R. Bard, inc. ©2020 c. R. Bard, inc. All rights reserved. 11. System care, maintenance, and monitoring of device a. Take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patient¿s anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patient¿s rectum. This may indicate the need for the cuff or drainage tube to be repositioned. B. Change the collection bag as needed. C. Secure the bag cap onto each used collection bag and discard according to institutional protocol for disposal of medical waste. D. To ensure unobstructed flow of fecal matter from the drainage tube to the collection bag, frequently verify that the catheter and collection bag are positioned so that the catheter is not twisted, kinked, or externally compressed. E. Frequently verify that waste is not accumulating in the catheter drainage tube. F. Verify patient is not lying on drainage tube or ports in such a manner as to potentially cause discomfort or localized prolonged pressure. G. Check the retention cuff volume regularly to ensure proper inflation.¿ UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hole developing in the tubing of dignishield next to the structured wire.